Event description:
An allegation from an attorney indicated the patient died approximately five months post implant of the right ventricular lead. Additionally it was indicated the patient experienced extreme physical injury. Further review of the event indicated the patient's death occurred five months post implant of the implantable cardioverter defibrillator as well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model.